Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub separated on 2 occasions before use. The following information was provided by the initial reporter: when removing the shield, the needle with the shield was separated from the hub.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9337437. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200863709} noted for out of spec shield pull. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub separated on 2 occasions before use. The following information was provided by the initial reporter: when removing the shield, the needle with the shield was separated from the hub.